Event description:
It was reported "delayed unwrapping". Additional informaiton states that the issue was resolved without intervention when iabp therapy resumed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "delayed unwrapping". Additional informaiton states that the issue was resolved without intervention when iabp therapy resumed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and two relevant findings were noted. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.